Manufacturer narrative:
(B)(6). The pump was returned to animas. Keypad buttons were intermittently activating pump functions when pressed. Contamination was found under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor reported that the up and down arrow buttons were not activating desired pump functions when pressed. There was no reported patient impact associated with this complaint.